Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the drain was found broken outside the patient after the patient was transferred to ICU and it was replaced by the physician on the ICU floor. Please explain how was the drain tube replaced? Was the wound reopened or re-suturing performed to replace the drain inside the patient? Please send email when lot number is known.

Event description:
It was reported that the patient underwent a coronary artery bypass grafting procedure on (b)() 2016 and the drain was implanted. After the patient was transferred to the ICU, the drain tube had been broken at outside of the patient. Another like drain was replaced on the ICU floor. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Received a drain; has two small cut holes from the adaptor connection point. The drain was damaged during use.